Event description:
It was reported that the 9600 system shut down and could not be rebooted during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power cord and the surge suppressor were replaced during the service call. The system was tested and found to be working as intended and put back into service.